Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on during on an unknown procedure (B)(6) 2019, the long thread of the headless compression screw did not engage in the near cortex. The head would not advance into the bone and was still in the joint. The surgeon removed the screw and used a non-synthes headless screw to complete the surgery. In addition, it was reported that the silicone handle broke into two pieces. Procedure was successfully completed with a surgical delay of twenty to thirty (20-30) minutes. There was no patient harm. This report is for a 3.0mm headless compression screw. This is report 1 of 2 for (B)(4).